Event description:
It was reported that the device was explanted after implant duration of approximately 38.7 months, due to endocarditis.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed five discrepant architect cea results when architect reaction vessel (rv) lot 69060p100 was in use. The customer provided the following example of a cea discrepant result: initial: 6 ng/ml, retest: 2 ng/ml. The customer stated the last cea value obtained for the patient was 2 ng/ml, therefore, the customer suspected the relationship of elevated results with the rv's. The suspect patient result was not reported out of the lab and there was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.